Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regard to a patient receiving dilaudid 20 mg/ml at 6 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. A motor stall was found upon initial interrogation. The motor stall occurred on (B)(6) 2016. The patient did not have a MRI. The patient went through courthouse security about a week prior, but the stall in the logs does not coincide with that timing. No patient symptoms reported. The symptoms, actions/interventions, cause, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall dues to shaft bearing. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The device was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.